Event description:
Report rec'd from (B)(6) stating that the device had a broken tip. The device was not being used during surgery. It is unk if there was injury or medical intervention that occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).